Event description:
It was reported the system displayed an intermittent precharge fail error message. A precharge fail error message will likely result in a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.